Manufacturer narrative:
Device evaluation: the cold pixel phenomenon occurred during the case.

Event description:
It was reported that during an ablation procedure, a ribbon of blue pixels appeared. The surgeon laid off the foot pedal until the blue pixels were no longer present. The surgeon declined lower the power output and continued with the ablation; the blue pixels remained present. It was noted that a biopsy was performed beforehand. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Corrected data: event and problem codes.